Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, bleeding, mesh erosion, dyspareunia, utis, urinary incontinence, and vaginal discharge. No further information has been provided.